Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that while pushing the "down" button on the gantry control panel or footswitch, the couch would move "up". The philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander. The fse stated the customer could utilize the CT box without issue. The fse determined the left-hand side, rear control panel had failed and replaced the left-hand side, rear control panel to resolve the issue.

Manufacturer narrative:
On (B)(6) 2015, the customer reported that when attempting to move the patient support of the philips ingenuity core 128 slice CT system utilizing the gantry control panel and mffs "down" controls, the patient support would move in the "up" direction or intermittently not move at all. The customer confirmed that the malfunction did not result in harm to a patient, operator, or bystander. The field service engineer (fse) attended the site and evaluated the CT system. The fse confirmed that the customer was able to position the patient support using the CT box controls. The fse monitored the system and determined that the light emitting diode (led) of the left hand (lh) rear gantry control panel was blinking to indicate a stuck button. On 17-sep-2015, the fse replaced the lh rear gantry control panel to resolve the issue. The fse did not provide the failed lh rear gantry control panel or the system error logs for further analysis. As the failed parts and system error logs were not provided for further analysis, CT engineering was unable to determine the root cause of this malfunction. The fse replaced the lh rear gantry control panel to resolve the issue. The overall risk is determined to be acceptable. If this malfunction were to recur and the gantry panel button were to become stuck engaged during a patient procedure, it would be not be likely to cause or contribute to death or serious injury. Based on the risk benefit analysis, trending of the complaint records and a clinical evaluation by a medical physician, it has been determined that gantry panel stuck button failures do not meet the definition of a medical device report. There is no evidence that the gantry panel stuck button failure has resulted in a serious injury or death or could cause or contribute to a serious injury or death if the malfunction were to recur. ¿ all systems are equipped with emergency stop as well as power off buttons which provide an immediate means for the operator inside the scan room or in the control room to stop any unintended table motion, including such resulting from a stuck gantry panel button. The emergency stop buttons are very obvious and located immediately adjacent to the gantry panels and within reach of an operator moving the table by depressing any of the gantry buttons in question. The system performs a test for stuck buttons during initialization. A collision calculation is done in each combination of vertical, horizontal, or tilt motion, preventing injury from collision. Motion control software verifies that motion commands are executed otherwise a fault condition is assumed and stops motion. Resistance protection is in place for couch horizontal motion, a force limit to pallet motion beyond which motion will stop and shutdown. Instructions in the instructions for use to observe the patient during all movements of the patient support. Table movement that is driven by the precision motors happens at a controlled low speed. This provides ample time for recognition of unwanted movement. At the same time it provides an opportunity for most patients to respond to unintended positions resulting from such table movement. Operators/users of the system are specifically trained to position a patient in such a way that there is enough play in all indwelling lines and catheters to allow for the table motion that is expected during the scan. There has been no report of serious injury to a patient, operator or bystander as a result of this malfunction of the gantry control panel.